Event description:
The customer stated, that she tested her blood glucose using her contour meter and an accu-chek meter. The contour meter read 22 and 42 mg/dl, while the accu-chek meter read 129 and 139 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the low glucose readings, but the meter is to be returned for eval. A replacement meter was sent to the customer.